Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. Reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2022-02519 for the first lighttrail single use laser fiber and MFR report # 3005099803-2022-02520 for the second lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that lighttrail single use laser fiber was used in a procedure performed on an unknown date. The laser unit used was an auriga xl 4007 laser console. During the procedure, when the physician fired the laser fiber, the fiber connector burned. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.